Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. There was no reported adverse impact to the customer related to the reported issue. The customer was instructed to prime the tubing until air bubbles were removed.